Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided. The study reported one patient underwent an elbow release for stiffness at 14 months postoperatively. Additional follow-up with the surgeon notes that the patient was having dysfunctional stiffness and notes that no product was revised. Additionally, the surgeon states during follow-up that there were no tea implant-specific failures or issues with this group of patients. Therefore, not reportable.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided. The study reported one patient underwent an elbow release for stiffness at 14 months postoperatively. Additional follow-up with the surgeon notes that the patient was having dysfunctional stiffness and notes that no product was revised. Additionally, the surgeon states during follow-up that there were no tea implant-specific failures or issues with this group of patients. Therefore, not reportable.

Manufacturer narrative:
(B)(4). Report source: literature title - long-term outcomes of total elbow arthroplasty for distal humeral fracture: results from a prior randomized clinical trial. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01997. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
On approximately three (3) weeks ago, a journal article was retrieved from journal of shoulder and elbow surgery (2019) that reported a randomized controlled trial study from 2000-2006 in the USA that looked at long-term outcomes of total elbow arthroplasty (tea) for distal humeral fracture. The purpose of the study was to examine long-term outcomes and survivorship of semiconstrained tea performed for acute trauma compared with patients having undergone orif. The study reported one patient underwent an elbow release for stiffness at 14 months postoperatively.